Event description:
On (B)(6) 2005, I received breast implants, mcghan textured silicone gel. Within 1 year I discovered large nodules on my thyroid. Went through years of testing and follow ups with several doctors, until my thyroid ultimately had to be removed. Now I have hypothyroidism. Allergic now to several foods, including anything with gluten, dairy and soy. I was diagnosed with barretts esophagus as well, and had to have a procedure to stop the burning of my esophagus. Have had chronic inflammation as well as chronic insomnia since implantation. I now have to see an endocrinologist every six months for testing, and have to remain on medication for the rest of my life.